Manufacturer narrative:
Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient was allegedly treated for pulmonary embolism due to blunt trauma and multisystem injury and claims to have received an implant on (B)(6) 2010 with attempted retrieval on (B)(6) 2010. Patient is alleging tilt, device is unable to be retrieved, anxiety and lightheadedness.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2017-00609. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient was allegedly treated for pulmonary embolism due to blunt trauma and multisystem injury and claims to have received an implant on (B)(6) 2010 with attempted retrieval on (B)(6) 2010. Patient is alleging tilt, device is unable to be retrieved without further details.